Event description:
It was reported that an ilet bionic pancreas presented recurrent ¿alert 42¿ indicating an insulin current sense failure; the user¿s caregiver performed multiple restarts and a full supply change including cartridge and connector without resolving the alarm, and the device showed a partial battery charge. Symptoms included no reported adverse clinical effects. Outcomes included temporary discontinuation of the device and transition to backup therapy. Investigation included technical review and device replacement with instructions for return of the original unit. Investigation of this case revealed a suspected internal sensor fault related to insulin delivery current sensing. It was concluded that the device experienced a malfunction affecting the insulin delivery sensing function, and a replacement device was provided while the original unit is pending evaluation.